Manufacturer narrative:
Submit date: 06/15/2016. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a dialysis catheter. The customer reports a defect which needed a catheter repair. Despite extra training on usage of the recommended connection there was a defect with a hair crack at the arterial luer adapter connection of the covidien palindrome rt 15fr/23cm.

Manufacturer narrative:
Submit date: 08/01/2016. A lot information review was made for this lot, device history record (DHR) was reviewed and it was determined that the product was released by argyle facility to the distribution center; therefore it is entrusted that it was in compliance to all quality requirements. All process and test criteria are verified as complying with the finished product specifications for all released lots. The product sample was returned to the manufacturing site for evaluation; it consisted of a red adapter. Visual inspection was performed and it was observed that the red adapter had a crack on the thread pitch area. Additionally, the adapter did not showed marks that indicate the use of an instrument. Two photos were attached to the complaint record. The photo evaluation revealed that the red adapter has a crack on the thread pitch area. Manufacturing performs 100% inspection for cracked adapters per procedure. The instructions for use (IFU) state that the customer has to perform an inspection before using the device. The reported condition has been confirmed. The evidence provided is not enough to relate this event to the manufacturing operations. The most possible root cause can be considered as misuse. No trends or triggers have been identified; therefore a corrective or preventive action is not deemed necessary at this time. It must be noted that in-process controls such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.